Event description:
According to the reporter: during a laparoscopic donor nephrectomy, tissue pad slightly disengaged from instrument after a few activations, but it did not fall into the cavity. Another ultrashears was opened and the procedure was completed. No tissue damage and no bleeding was reported.

Manufacturer narrative:
Initial report submitted: june 30, 2008.